Event description:
It was reported that the insulin pump alarmed 3 to 4 days during normal use between battery replacements. The blood glucose reading was 156 mg/dl. Upon replacement of the battery cap, the issue persisted. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump powered up properly after battery installation. The unit was received with operating currents within specifications, and no unexpected low battery alarms were noted. The unit was received with a cracked case at the display window corners, a minor scratched liquid crystal display window, and a corroded battery tube.